Event description:
Customer reported the system is displaying low kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the snubber board. System operates as intended. This MDR is related to ge healthcare complaint.